Event description:
It was reported patients last implantable neurostimulator (ins) was defective. It was reported the "two leads weren't working" and that it was discovered about 6-8 months ago and it was just resolved via re-implant on this past friday. It was reported the patient had a follow up appointment tentatively set up for (B)(6) 2014 but potentially on the (B)(6) 2014. Additional information received reported the implant in (B)(6) 2014 was a battery replacement along with replacement of the extensions. It was reported the system was functioning properly. It was noted the patient refused programming at the "pacu" and was now scheduled to get programmed in early (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID: a01411002, serial# unknown, product type: recharger. Product ID: a01411002, serial# unknown, product type: recharger. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3998, lot# j0427741v, implanted: (B)(6) 2004-, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 748940, serial# (B)(4), product type: extension. Product ID: 3998, lot# j0427741v, implanted: (B)(6) 2004, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
Additional information received reported the patient was seen and programmed effectively.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-sep-05. It was reported that the implantable neurostimulator (ins) did not help his back due to the two leads deteriorating. The patient then noted that the health care provider (hcp) decided not to replace the entire spinal cord stimulation (scs) system, so the issues were never resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
Product ID 3998 lot# j0427741v (B)(6)2004 product type lead product ID 3898-33 (B)(4) implanted: (B)(6)2004 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient reported that he had their ins replaced on (B)(6) 2018 because "the other one had messed up". The patient clarified that the battery depleted and there were problems with how it connected to the leads. The patient stated when they replaced the ins they found out that the top leads were no longer working. The patient stated he has 8 leads and they did not want to try to remove/replace them because they are anchored. No further information was reported.